Event description:
Caller reported a cartridge alarm issue, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in successfully loading a new cartridge using the proper technique, and the customer was able to resume insulin therapy, leading to the resolution of the issue.